Manufacturer narrative:
G4:04dec2020. B4:21dec2020 . Upon a follow-up, the customer reported that there was no issue with the v60 ventilator. The customer reported that there was a tank leaking. No further information was received. Multiple attempts were made to obtain additional information on the event that has been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
It was reported that the ventilator while in high flow therapy (hft) mode had no alarm when there was no o2 supply, but the fio2 was set greater than 21% and it only alarmed when the 100% o2 button was pressed. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.